Event description:
It was reported the blade produced a solid tone during a laparoscopic vaginal hysterectomy. The blade was used to complete the case. Reoperation was done two weeks post to repair damaged ureter.